Event description:
Event description: cpi received information that the patient with this implantable cardioverter defibrillator (ICD) presented to the hospital reporting beeping tones from the device. Attempted interrogation revealed a message indicating a possible device malfunction had occurred, along with the fault codes av15, 16 and 20.